Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they had this evaluation done previously in may, but they had to re-do it because the leads moved and caused a lot of pain. No further patient complications have been reported as a result of this event.